Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that the exact cause of cage backout could not be ascertained. According to the applicable product line risk related documents, k2m has identified that the cage may have backed out due to incorrect size, misplacement, surgical technique. The surgeon felt it was possible that the case was not adequately placed due to the difference in the tooth pattern compared to the pattern he is accustomed to utilizing. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged cage backout concerns raised in this incident, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event.

Manufacturer narrative:
Exact cause of expulsion unk; however, surgical technique suggested to be a potential contributory factor.

Event description:
Pt reportedly heard a pop and felt immediate pain 3 weeks post-operatively. Interbody had reportedly dislodged and had to be removed.